Manufacturer narrative:
A partial lead with the connector pin measuring 12.1cm was returned for analysis. External insulation abrasion was noted at 6.3-6.6cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of a sensing anomaly.

Event description:
It was reported that the patient presented to the hospital with a noise oversensing issue. The lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.